Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that in unspecified timing the forceps elevator wire of the subject device was frayed and raised. There was no report of patient injury associated with this event. The user did not provide other detailed information.